Manufacturer narrative:
(B)(4). The device was not returned and the lot number was unknown; therefore, an evaluation could not be performed. The connection issue could not be verified. The cultures also indicated that touch contamination was involved in the peritonitis event. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that the home patient¿s transfer set disconnected which resulted in peritonitis coincident with peritoneal dialysis therapy. The culture results indicated that there was also touch contamination involved. The patient was not hospitalized for the reported event. The treatment for the peritonitis included vancomycin (1gm, intraperitoneal (ip) for 2 days, frequency not reported) and gentamycin (150mg for 1 day, frequency not reported). The patient recovered from the reported event. Additional information was requested, but could not be obtained.